Manufacturer narrative:
Final analysis found an insulation abrasion exposing the outer coil at 52.4 cm to 52.6 cm from the connector pin.

Event description:
It was reported that the patient experienced phrenic nerve stimulation. The lead exhibited an insulation abrasion. The was explanted and replaced.